Event description:
Since the exact implantation and revision dates were not reported, it will be entered the first day of the months reported. It was reported that the patient was implanted a durom us acetabular component 58/52 r on an unk side on (B)(6) 2009. The patient was revised on (B)(6) 2014 due to pseudotumor and adverse local tissue reaction.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot ascertained from the info provided. Should additional info become available and/or the device be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).